Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one ear of the distal clevis and the conductor cap are missing. The missing ear piece measures approx .235" x .298". The yaw pulley is dislodged from the distal clevis. Engineering concluded that dislodgement of the yaw pulley caused the ear of the distal clevis to break off. Electrical continuity passed. No other damage was found.

Event description:
It was reported that during the beginning of a da vinci s prostatectomy procedure, while dropping the pt's bladder, the "side portion" of the permanent cautery hook instrument broke off and fell into the pt. Laparoscopic, robotic and x-ray searches were performed, however, the broken piece was not found. The procedure was completed with an instrument of the same type. No pt complications, harm, adverse outcome or injury was reported. The site's rn robotic coordinator reported that the pt was discharged on (B) (6) 2009 and to the best of her knowledge, the pt has not returned to the hospital due to any post operative complications.